Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) review showed no abnormalities related to the reported failure. The unit was received with the locking rings loose and this was causing the lock to be loose as well. The locking rings needed to be readjusted and tightened. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI #: (B)(4). Linked to mfg report number 3004608878-2020-00539.

Event description:
This is 1 of 2 reports. The customer reported that the locking rings of the a2000 mayfield 2000 skull clamp were moving and affecting the locking function of the clamp. There was no known patient contact or surgery delay.